Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4), batch: (B)(4), model: 3186, UDI: (B)(4), lead, 8ch 60cm, mrc gen3, us, pr bsi abt.

Event description:
It was reported the patient underwent permanent implant procedure on (B)(6) 2022 wherein it was reported the second lead kept going anterior and the coude needle went too far to the point where the patient no longer could move either leg. As a result, the procedure was aborted. Additional information may come later.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates this issue is not resolved and no further intervention is planned.